Event description:
It was reported that screw loosening occurred post operatively. During the initial surgery l1-s1 was treated. Approx four months post-operatively revision was performed due to a loosening screw. No further into is available at the time of this report.